Manufacturer narrative:
Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. No cause of death was provided. Should additional information be obtained, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information via a journal article titled ¿a comparison of outcomes between bovine pericardial and porcine valves in 38,040 patients in england and wales over 10 years¿(european journal of cardio-thoracic surgery doi:10.1093/ejcts/ezu307). The article compared the performance of porcine and bovine pericardial valves implanted in aortic valve replacement (avr) surgery with respect to survival and reintervention-free survival in a retrospective observational study. A total of 38,040 patient were included in the study, of that number 6,192 patients had medtronic porcine valves and were implanted in england and wales between april 1, 2003 through march 31, 2013. Outcomes for this study looked at in-hospital mortality, defined as death due to any cause during admission to the base hospital for surgery, mid-term survival from all-cause mortality and reintervention-free mid-term survival. It was noted in the article that the data on the cause of death for these patients was unavailable. It was reported that there was 406 porcine in-hospital deaths, of that number it is unknown how many had medtronic devices. There were 3,079 deaths during the follow-up period with patients who had porcine valves, of that number it is unknown how many of them had medtronic devices. Again, the cause of death is unknown. In the porcine group survival at 10 years post implant was at 50.3%. A total of 387 patients had reintervention from both bovine and porcine group, 376 had one reintervention performed and 11 had two re-interventions performed. The reason for intervention is unknown. The conclusion to the article is with over 10 years of follow-up, there is no statistically significant difference in the performance of bovine pericardial and porcine bioprosthesis implanted into first-time cardiac patients undergoing aortic valve replacement (avr). The study did not analyze the data for specific model type within the two classes of valves so it remains possible that specific valve models may be associated with different survival characteristics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.